Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line tubing was discolored. Customer stated the tubing appeared to be black. Reportedly, the customer was unable to remove the discoloration from the patient line. During troubleshooting with tandem technical support, the customer disconnected at the luer lock and performed fill tubing. The customer stated that the insulin drops appeared to be tinted black. Customer reported blood glucose level was 170 (mg/dl).